Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, during the procedure, the physician met significant resistance while inserting the delivery device through the tissue on the first side. Bone was likely encountered and the tip of the delivery device bent. It was reported that the patient may have had a wide pubic ramus. The procedure was completed with another device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".